Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Event description:
It was reported impedances greater than 10,000 ohms were read during implant. Electrode 9-15 was high, greater than 10,000 ohms. The lead was swapped to a different port on the implantable neurostimulator (ins) and the high impedance reading was still seen on (B)(6). When these electrodes were programmed, the patient felt no stimulation. The lead was wiped and re-inserted four or 5 times and there was still high impedance and no stimulation. There was no issue with implant. The impedance was re-tested and continued to show high, over 10,000 ohms. The impedance was over 20,000 ohms with increased amplitude. It was noted electrode 8 was ¿fine¿. When tested with a multi-lead trialing cable, the readings were fine and the patient felt stimulation. There was no issue with implant and there were no ¿tw¿ issues. It was later reported the ins was never implanted. It was later reported there were no adverse effects. The ins was replaced and impedances were within normal limits.

Manufacturer narrative:
Analysis of the device, model # 37714, sn (B)(4), found the #15 balseal connector spring to be deformed. A known good lead could not be inserted past the #15 balseal connector. Because the lead could not be inserted completely in the #8-15 connector port it caused the lead connectors not to align with the ins balseal connectors, thus causing the high impedance issues on the #9-15 electrodes observed in the field.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.